Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst caution: do not aspirate urine through drainage funnel wall. Recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient developed a urinary tract infection and was prescribed antibiotics.